Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous lesion. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. It was reported that during the procedure the device failed to cross the target lesion and when the physician withdrew the device the stent struts were reported as frayed. The device did not pass through a previously deployed stent. Resistance was encountered during delivery. The physician continued the procedure by pre-dilation and successfully deployed another resolute integrity of the same size successfully. No patient injury reported.